Event description:
Revision surgery on (B)(6) 2020 due to dislocation approximately 9 weeks after primary surgery. Surgeon explanted 135/145 36/+6 humeral cup and replaced it with 36/+3 humeral cup and 135/145 reversed adapter for extra +9mm.